Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic, he report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was told that the patient¿s lead broke a while ago and they replaced it, but the rep had no other information on that replacement. It was unknown if the patient recovered completely. No further complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.